Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.

Event description:
The initial tha with a monm implant was performed on (B)(6) 2007. Although the patient had not experienced any pain and been in good condition for long time, from (B)(6) 2014, the patient has been suffering from coxalgia and was unable to walk. It was also confirmed that after the surgery the patient had an allergic reaction to metal. Thus, the patient was revised on (B)(6) 2014. During the surgery, the surgeon identified slight corrosion at the neck and the head, and also metallosis was found at where the stem was inserted. However, due to the swift revision, amount of necrosis of the soft tissue was not substantial, and the implant was still firmly fitted. The liner and head were replace with a marathon poly-liner (0°) and a delta 32mm head, but the cup was not extracted. The revision was successfully completed, and the patient will be followed-up. The surgeon believes that it might have been caused by the shape of the implant neck. According to the surgeon, of about 60 patients whom he has implanted aml-plus monm, about a half of them are currently receiving outpatient treatment due to the anomalies of the hip joints. This case is the 12th revision performed. The implant will be returned for the investigation.